Manufacturer narrative:
Capital equipment, fse went to the facility. The fse replaced the oil mist filter assembly and tested the unit. He ran an empty test cycle and the unit met specifications.

Event description:
The customer reported the room getting "cloudy". The customer stated that one employee complained of "headache" but did not seek medical attention or receive treatment for the symptom. The customer declined to share identifying info about the employee. The asp field service engineer (fse) went to the facility and repaired the unit.